Event description:
It was reported that the patient experienced bradycardia, it was also reported that the rv lead exhibited loss of capture. It was also reported that the st. Jude's ra lead exhibited under sensing during arrhythmia episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).